Event description:
Pt was diagnosed with corneal ulcer, od corneal cultures were positive for rare staphylococcal species. Pt was treated with quixin, tobramycin and vancomycin drops. Pt was followed up a week later and was found to have a small epithelial defect with surrounding infiltrate, od. Natamycin, an antifungal was added to the treatment regimen. Two weeks later pt was suspected of having a fungal corneal ulcer although the culture showed no growth for any fungal species. Natamycin was continued. Pt was referred to an eye care center where he was diagnosed with central dense white stromal haze around a central defect, with no surface staining. Fungal aetiology was considered and natamycin continued. The pt was last seen with a va of 20/20 in both the eyes.